Event description:
It was reported that the patient experienced near syncope and left arm and back pain with activity. It was noted that the atrial tachycardia/fibrillation episodes show atrial (a) sensed and ventricular (v) sensed activity rates and the clinician was concerned that the patient may fail to track the sinus rate due to pacemaker 2:1 block occurring. The rate adaptive a-v feature was turned on and the av delay was narrowed to assure tracking to the upper tracking rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.